Event description:
The iab was defective. No other info was reported. The following info was reported to datascope on 11/6/97: the iab was inserted into the pt on 9/27/97. On 9/28/97, a minimal amount of blood was noted in the catheter. The facility was unable to locate the iab. Event complications: unk - reported 10/17/97; none - reported 11/6/97. Pt current status: stable - rpt'd 11/6/97.

Manufacturer narrative:
Evaluation: the product was not returned or released to datascope for evaluation.